Event description:
The biomedical engineer reported that the multigas unit was not measuring the end tidal oxygen etco2 while in use on a patient. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was not measuring the end tidal oxygen etco2 while in use on a patient. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) was used in conjunction with the multigas unit: bedside monitor: model #: bsm-3532 lifescope. Serial #: (B)(4). Device manufacturer data: 01/01/2018. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer reported that the multigas unit was not measuring the end tidal oxygen etco2 while in use on a patient. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the multigas unit was not measuring the end tidal oxygen etco2 while in use on a patient. No patient harm was reported. Device returned to nihon kohden repair center for inspection and servicing. Investigation summary: customer reported that they received a gas device that is not picking up end tidal c02. The complaint device was returned and evaluated at nihon kohden repair center (rc) and was able to observe the reported issue. Nk rc also identified that there was a gas device error message. Nk rc replaced the pump to repair the device. The software and firmware of the device was also updated. After the repair, the device was tested and is operating within specifications. The cause of this issue is failure of the pump. This is a known issue and is linked to wear and tear of the motor. An investigation was conducted by the third party manufacturer of the pump to improve performance and reliability. Nihon kohden will continue to trend and monitor the reported issue.